Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the luer lock from the adapter was dislodged and got stuck in the patient's IV extension. The nurse tried to remove the needle and got stuck with the needle. As a result, the clinician had to go to the emergency room and have blood lab testing done. There was patient involvement, no patient harm, and clinician harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.